Event description:
Caller reported that the t:slim x2 pump battery would not charge, despite attempting various troubleshooting steps including using different wall adapters and charging cables. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support resolved the issue by sending a replacement pump and provided instructions for returning the malfunctioning pump. The caller was informed about using the updated software on the replacement pump and understood the necessary steps to complete upon receiving it.